Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a clinic check approximately two weeks post implant, the right ventricular (rv) lead had intermittent loss of capture at high threshold while the patient was sitting up. The patient also reported feeling ¿sluggish¿ a few days after implant. It was indicated that when the rv lead was checked in the operating room that thresholds were at 2 volts at 1 millisecond. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.